Manufacturer narrative:
(B)(4). Product not returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Blood test performed during call ((B)(6) 2013); 10:35 am) with results of 118 mg/dl and 122 mg/dl. Test strip lot manufacturer's expiration date is 10/23/2015. Recall test results performed from meter memory (date/time not set correctly): based on the customers lowest result (118 and the highest result in memory (307), the complaint is reportable (zone c). No adverse event reported.